Manufacturer narrative:
(B)(4). (UDI): n/a. Concomitant medical product: catalog #: 42532006402, tibia cemented 5 degree stemmed right, lot # 64086915. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the insert does not fit in the tibial plate.

Manufacturer narrative:
A visual inspection of the returned item was performed and damage was found to the distal surface. The dovetail feature appears to be flared out. Product identifiers were verified visually and with calipers. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.